Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no findings. A search of the complaint record did not find any other report with the involved product/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that during an emergent coiling procedure, after 6 or 7 nestor coils were deployed, on the last coil deployment, the progreat device appeared to prolapse back on itself as the saline was used to shoot the coil forward. Upon further examination, it appeared that the inner coiling on the progreat device appeared to separate from the catheter itself and became lodged in the patients artery. The catheter remained otherwise intact however, the catheter coiling was still in the patient. It was left in the patient and the patient went on to surgery as originally scheduled. During this surgery, the surgeon removed the wire from the patient and sent the wire on to pathology. At this time, it is unsure if this wire is part of the progreat catheter inner coil, or if it is part of the primary wind of nestor coil. The patient was fine following the procedure. The procedure was successful and the bleeding was stopped.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, and to cancel this report. It was determined based on the device return evaluation the reported event is not FDA reportable. The actual device was returned for evaluation. Evaluation of the actual catheter sample revealed that the catheter tube had been partially elongated, however, it was confirmed that there was no fracture. No break or no missing part was found in the inner coil layer. From this , it is likely that the separated piece of "the inner coiling on the progreat" that lodged in the patient's artery was not from the actual catheter sample, but was possibly from a fractured embolization coil that was used in combination with the actual catheter sample.